Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate episodes of anti-tachycardia pacing (atp). This rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.